Event description:
Sometime in the year 1990, I had denture top and bottom. Anyway they were ok for a while. I got fixodent poligrip. Got sr bond to hold my teeth. I used all of them till this year, 2009. The last four yrs my muscle hurt. My feet hurt 24-7. I have had all kinds of test on my feet. No fix. They don't know what's wrong. If you need anymore info write me. Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: somewhere - 1990 to 2009. Diagnosis or reason for use: denture cream. Event abated after use stopped: no.